Event description:
A customer observed higher than expected vitros k+ results obtained from a single level of non-vitros biorad quality control fluid when tested post calibration on a vitros 350 chemistry system. Biorad l1:7.11, 7.09 and 7.10 mmol/l compared to the expected result of 2.66 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were processed during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4)..

Manufacturer narrative:
The investigation determined that higher than expected vitros k+ quality control results were obtained after 2 different k+ reagent calibration events. The assignable cause of the event was atypical calibration curves. No specific cause of the atypical k+ calibration curves was identified however; a user error while reconstituting the calibrator fluids or an instrument issue cannot be ruled out as potential contributing factors. Acceptable vitros k+ performance was obtained after recalibration using an alternate set of calibrators that were properly handled pre-analytically.no patient samples were processed with the vitros k+ assay while quality control results were outside of expected ranges. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event.